Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or associated deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported that the patient underwent a right total elbow arthroplasty on (B)(6) 2010. Subsequently, a revision occurred on (B)(6) 2014 due to pain, loosening and wear of the polyethylene liner, metallosis and instability. During the procedure, the condyle and polyethylene liner were removed and replaced.

Event description:
It was reported that the patient underwent a right total elbow arthroplasty on (B)(6) 2010. Subsequently, a revision occurred on (B)(6) 2014 due to poly wear. The condyle and poly component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, "axle or bearing components may disassociate causing the elbow to disarticulate." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-05078 & 07348).